Event description:
I had lasik surgery because I worked for (B)(6) and heard only good reports. I could not see long distance very well. I researched and chose a dr that was experienced and well-recommended and famous. They had another dr do the surgery without my knowledge. The surgery severely damaged by eyes' ability to retract light. I cannot see in dimly lighted areas. If someone is standing in front of a lighted background, I cannot make out their fractures to discern if they are friend or foe, so I cannot greet people who are approaching. I cannot discern objects in my purse or a drawer. I cannot drive safely in rain or at night. I have to use a flashlight to read things. They said they could only improve my long distance eyesight or my reading eyesight. But they did not tell me it would destroy to the point I would not be able to read anything of all without glasses. When I kept going back for checkups, they told me I was seeing 20/20. I told them I couldn't see, the problems I was having and they treated me like I was lying. My eyesight continues to deteriorate. I wasn't told that lasik would cause cataracts. I asked my dr for a solution. They act like I am crazy. I have called lawyers, but can't get anymore to take the case because it isn't extreme enough. (B)(6).